Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient was experiencing pain at their ipg site. The patient had a surgical revision to move the ipg pocket. During the revision, the patient and physician also chose to electively replace the ipg. Effective therapy was established post op.

Manufacturer narrative:
The event of ipg pocket site revision due to pain at ipg site was reported to abbott. The ipg was electively replaced and repositioned. No allegations of deficiency were reported against the ipg. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.